Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 44 mg/dl. The customer stated that he was having an attack of the nerves while trying to rewind the insulin pump. Advised the customer on proper rewinding protocol and walked him through the steps. Once there, the customer stated that he was aware of what to do next. Nothing further reported.